Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01627 for the other associated device information. It was reported to boston scientific corporation in 2009, that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) and colonoscopy procedure. According to the complainant, when attempting to deploy the first clip at a hepatic flexure tumor, the clip detached from the catheter and fell into the colon. The clip could not be located and was not retrieved. The physician tried a second clip which got stuck in the working channel of the device and it would not advance. The procedure was completed with a biopsy snare (unk manufacturer). There has been no report of complications or injury as a result of this event. The patient's condition was reported as "patient is fine".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.